Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings), (component codes), (health effect ¿ impact codes), (investigation conclusions). A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and was able to reproduce the reported issue. To fix the issue, the fse replaced the on/ off switch and performed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not power up on first attempt. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not power up on first attempt. There was no patient involvement, and no adverse event reported.